Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device was unable at time of analysis. The battery was removed and attached hybrid to external power supply. The current drain measured normal. The battery was sent to battery lab for analysis and the result showed depleted cell with no battery-related failure noted. Probable cause is not determined as no malfunction was discovered the hybrid or battery.

Event description:
It was reported that, this cardiac resynchronization therapy pacemaker (crt-p) was not able to be interrogated with a magnet. The patient is not dependent. This crt-p was explanted and replaced with a non boston scientific product and will be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that, this cardiac resynchronization therapy pacemaker (crt-p) was not able to be interrogated with a magnet. The patient is not dependent. This crt-p was explanted and replaced with a non boston scientific product and will be returned for analysis. No additional adverse patient effects were reported.